Event description:
It was reported that oversensing was observed on a lead. The lead was explanted and replaced during a device change out due to battery depletion. Patient condition is good.

Manufacturer narrative:
External insulation abrasion was noted at 22.7-23.3cm from the distal tip. Externalized conductors due to external and internal insulation abrasion were noted at 11.2-16.5cm from the distal tip. Internal insulation abrasion was noted at 11.8-13.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 7.3-8.1cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of oversensing.